Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer shown same cubie pockets with duplicate fails. The customer removed the cubie pocket and inserted new to resolve the issue. A filed service engineer performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system cubie pockets failed, preventing user from removing the required medication for patient. The customer stated that there was no delay to patient care. There were no adverse events or injuries reported based on this event.